Event description:
It was reported that the patient had an implantable device and the wire broke. Moreover, the patient indicated that the health care professional (hcp) did not removed the implanted device because of a broken wire and the device is nonfunctional. There were no further information of the lead involved. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.